Event description:
Since receiving a new bipap, I have had multiple asthma exacerbations requiring oral steroids; two pneumonias, one requiring hospitalization; multiple cases of sinusitis; and lung nodules attributed to inflammation. FDA safety report ID# (B)(4).